Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and was within the maximum crimped stent specification. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 565mm distal to the distal end of the strain relief and multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, before the stent could fully advance into the guide catheter, the shaft was bent and broke at approximately 25cm from the hub outside the patient's body. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, before the stent could fully advance into the guide catheter, the shaft was bent and broke at approximately 25cm from the hub outside the patient's body. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.